Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lumbar pain,back'), menorrhagia ('menorrhagia') and genital haemorrhage ('gen. Abnorm. Bleed.') In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, ovarian cyst, dysfunctional uterine bleeding, abortion, uterine leiomyoma, endometriosis, acid reflux (oesophageal) and rectal pain. Concomitant products included paracetamol (acetaminophen) since (B)(6)2013. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"), 1 year 4 months after insertion of essure. On (B)(6) 2015, the patient experienced cystitis ("cystitis"). On (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression"), anxiety ("mental anguish"), pelvic pain ("pain pelvic,chronic"), abdominal pain ("abdominal pain,chronic"), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("uti"). The patient was treated with surgery (ablation nova sure/ endometrial ablation/dialatation and curettage and hysterectomy (full),). At the time of the report, the back pain, menorrhagia, vaginal haemorrhage, cystitis, depression, anxiety, pelvic pain, abdominal pain, genital haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, cystitis, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - in this follow up essure confirmation test was not done as per pfs but in previous in summons the essure confirmation test i.e, hsg was done. (B)(6) 2014: specimen removed: uterus and proximal fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following events were added : pain pelvic, abdominal pain, gen. Abnorm. Bleed, uti. Reporter information added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lumbar pain') and menorrhagia ('menorrhagia') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia, ovarian cyst, dysfunctional uterine bleeding, abortion, uterine leiomyoma, endometriosis, acid reflux (oesophageal) and rectal pain. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). On (B)(6) 2015, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (ablation nova sure/ endometrial ablation/dilatation and curettage and hysterectomy (full),). At the time of the report, the back pain, menorrhagia, vaginal haemorrhage, cystitis, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, cystitis, depression, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - in this follow up essure confirmation test was not done as per pfs but in previous in summons the essure confirmation test i.e, hsg was done. (B)(6) 2014: specimen removed: uterus and proximal fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history and concomitant drug added. Updated suspect drug indication. Event plaintiff began to experience complications deleted and new events vaginal bleeding, menorrhagia, cystitis, depression, mental anguish and lumbar pain added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.